Event description:
A (B)(6) pt underwent nanoknife treatment for pancreatic cancer on (B)(6) 2010. The pt experienced delayed gastric emptying post-treatment.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the delayed gastric emptying could not be ascertained. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).